Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed a new battery because their controller went dead when charging their implanted neurostimulator last night. Patient mentioned when the controller went dead they pressed the arrow buttons on the controller and the controller would not power on. Patient noted they took the controller battery out and put the aa batteries in the controller which turned the controller back on but the controller would not let them charge implant because they got the message recharging not available cannot continue install medtronic battery pack. Patient did not write down the message that came up on the controller. Agent asked clarifying question and patient mentioned their controller was 70% when they was not able to charge their implant because the message they saw showed medtronic battery low. Patient mentioned they charge every saturday or every other saturday. Patient mentioned they had aa batteries inserted into controller and agent instructed patient to remove aa batteries. Agent walked patient through resetting their controller; controller showed 70% and implant 30%. Agent instructed patient to check for damage and clean recharger and controller port; no visible damage to recharger and controller port. Agent instructed patient to start a charge session and implant increased to 50% at the end of the call with excellent recharging quality. Implant agent reviewed device function. Agent informed patient external equipment's are working and functioning as intended. Agent informed patient to monitor and write down any messages/codes they see and call back for further troubleshooting. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.